Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7282955. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle shield on the bd insulin syringe with the bd ultra-fine¿ needle was missing, and the syringe hub was cracked. There was no report of exposure or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 12.7mm, 30g syringes in a sealed poly bag from lot#: 7289855. Customer states that there was a needle stick, the shield was missing, the shield was loose in the bag, and the hub was cracked. The returned poly bag was examined and exhibited one syringe with the shield off in the bag and the cannula exposed with the hub damaged. Since the cannula was exposed, a needle stick could occur. No missing shield was observed, however. Samples were forwarded to manufacturing (holdrege) on 02nov2018 for further review. On 05nov2018, holdrege received ten (10) 1ml, 12.7mm, 30g syringes in a sealed polybag from batch#: 7289855. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned polybag was opened and the defective sample removed for visual inspection. No damage to the cannula shield was noted during this evaluation. The remainder of the syringe was inspected post removal of the cannula for safety purposes. The barrel tip was noted to be broken on one of the three (2) spines, however the break did not pass completely through the diameter of the barrel tip. This is likely due to the break occurring after the cannula was cured within the syringe barrel. Additionally, the polybag was inspected and noted at least two (2) areas of damage, which may indicate an event occurring on the ffs (form fill & seal), however, this cannot be corroborated at this time. Potential root causes include, but are not limited to: 1) a jam on the ffs equipment, resulting in the damage noted to the syringe; 2) shelf carton packaging completed on the line 14 shubert, which has known issues with occasionally causing similar damage/shield removal from the syringe. A review of the device history record was completed for batch#: 7282955. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200723009, 200723146, 200723545, 200724239] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick, cannula shield separated, cannula shield missing and hub damaged/cracked on lot#: 7289855. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle stick, shield off in the bag, damaged hub). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing shield). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported that the needle shield on the bd insulin syringe with the bd ultra-fine¿ needle was missing, and the syringe hub was cracked. There was no report of exposure or medical intervention.